Event description:
I received the first dose of hyalgan (one injection in each knee) in 2008. Shortly before I returned for the second dose, I started to feel very achy all over, not just in the knee area. I complained to my doctor of extreme achiness and received the second dose (1 shot in each knee) on a week later. Subsequently, I experienced severe achiness and joint fatigue. I returned on another one week later, and was diagnosed with polymyalgia rheumatica. At that time, I also received the third set of knee injections. After the diagnosis, I began prednisone therapy on the samed ay for the polymyalgia. I currently remain on prednisone, and the polymyalgia is controlled, but has not gone away, as confirmed by further blood work.